Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's leads migrated. The migrated lead pressed against a nerve which caused pain and therapy was not effective. As a result, surgery may occur at a later date to address the issue.